Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the air in line (ail) printed circuit board (pcb) out of calibration. To correct the condition, the ail pcb was calibrated. If any additional information is received, a follow-up MDR will be sent.